Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with a 14-52 gray stylet in the lead and the helix slightly extended outside of the monolithic controlled release device. The lead was able to be passed through a 7 fr introducer. The helix was able to retract fully so the tip of the helix is retracted back into the monolithic controlled release device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was noted to be partially extended past the tip during placement. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.